Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Additional information indicated this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) had 1 year remaining after being implanted for only 3.5 years. Boston scientific technical services (ts) recommended that an analysis should be performed as the pacing appeared minimal and outputs looked normal. Analysis showed that this device had a higher power consumption than expected, but found no root cause for this anomaly which was causing the device to only have 1 year remaining. This patient will be brought in for a six month follow-up appointment. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) had 1 year remaining after being implanted for only 3.5 years. Boston scientific technical services (ts) recommended that an analysis should be performed as the pacing appeared minimal and outputs looked normal. Analysis showed that this device had a higher power consumption than expected, but found no root cause for this anomaly which was causing the device to only have 1 year remaining. This patient will be brought in for a six month follow-up appointment. At this time, this device remains in service. No adverse patient effects were reported.